Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient was complaining of convulsions post implant. The patient was noted to be alive-no injury . There was no other information available. The implantable neurostimulator(ins) indication for use was not clear at the time of the report.